Event description:
It was reported by service report that the fowler gas cylinder was faulty causing the fowler to no longer support pt weight and the torsion springs and safety bar were damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Safety bar; torsion springs; fowler.